Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure performed on (B)(6) 2012. According to the complainant, during preparation, the needle was not able to be retracted, after the needle was extended. No damage was noted to the device, or the device packaging. Another interject injection therapy needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic mucosal resection procedure performed on (B)(6) 2012. According to the complainant, during preparation, the needle was not able to be retracted, after the needle was extended. No damage was noted to the device, or the device packaging. Another interject injection therapy needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The returned interject injection therapy needle device was evaluated. The needle was present and attached; it was retracted, when received. The outer sheath was kinked approximately 1.5mm from the distal end of the outer hub; the kink was collapsed. The inner sheath was also kinked approximately 2cm from the distal end of the inner hub. When the inner hub was actuated, the needle would not extend. The inner hub and sheath were removed from the outer hub and sheath. The inner sheath moved with resistance through the outer during removal; the resistance is likely due to the collapsed kink. Most likely, due to some aspect of handling the device prior to use in the procedure, the working length was kinked. Working length kinks would not allow the inner sheath to move freely within the outer sheath. Efforts to actuate the device with the inner sheath bound can cause the inner sheath to kink. Once the inner sheath was kinked significantly, the needle would not extend. The most probable root cause for the kinked sheath and needle not extending is handling damage. The initial report of the needle not being able to retract could not be confirmed, as the needle was retracted when received. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The reported event of needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.